Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and keypad anomaly. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and the buttons were unresponsive after exposure to moisture. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported that the insulin pump had a motor position encoder error. Customer confirmed that the time was advancing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm and motor position encoder error alarm due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. The motor was tested outside of the device and passed.